Event description:
It was reported that the insulin pump alarmed no delivery. The customer did not know the blood glucose reading. The customer was unable to troubleshoot the issue, as this was a past event. She stated that she had changed the infusion set once she was unable to get the insulin pump working and declined return of the infusion set, as well as the reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.